Event description:
Note: date of event is unk. It was report to boston scientific corporation in 2008 that an alliance ii integrated inflation system was used during an unk procedure. According to the complainant, when the alliance ii inflation system was used to inflate a cre dilatation balloon to 6 atm, the inflation device handle became "idle and failed to increase the pressure." The procedure was completed with the same alliance ii integrated inflation system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.